Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. Technical services (ts) was consulted and recommended bringing the patient in to clinic for a surface electrocardiogram (ECG) while carrying out thresholds and programming outputs at different outputs with different postures. This will be done in due course as the patient is very elderly and not very mobile. No adverse patient effects were reported. This lv lead remains in service.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. Technical services (ts) was consulted and recommended bringing the patient in to clinic for a surface electrocardiogram (ECG) while carrying out thresholds and programming outputs at different outputs with different postures. This will be done in due course as the patient is very elderly and not very mobile. No adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
To date, this lead remains in service, and no further information has been provided. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.